Event description:
Pt reports obtaining lo readings on suspect device for sometime. Patient has calloused hands and underdoses the strips very often. Pt felt ill, went to doctor. Suspect device gave blood glucose reading of 44 mg/dl, and lab draw reading was 444 mg/dl. Pt was hospitalized and started on insulin. Patient is still suffering from vision problems and burning feet (neuropathy).